Event description:
The customer reported that the unit will not turn on. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that the unit will not turn on. The customer stated that the device was running on battery and not on ac. But then the device ceased to operate on battery power. The customer did not see any shut down codes in the significant event log. The customer will check output of power supply to the power management (pm) pcba per the service manual. The customer already tested the power cord. The customer will also slave a known good battery in and see if the ventilator runs off the battery. Discussed replacement of the (pm) pcba. Product support provided parts numbers for the pcba, and power management (pm) board. The investigation is ongoing.

Manufacturer narrative:
H10: per biomedical engineer the unit has not yet been repaired. The customer have elected to wait till parts eventually become available, and wait till it can be replaced, to see if that indeed solves the problem. The unit is not in use, and waiting for power management replacement to be scheduled. The case was closed out.